Manufacturer narrative:
Concomitant medical product: product ID: 977d260, serial# unknown, implanted: (B)(6) 2019, product type: screening. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is in for mid trial reprogramming because of minimal pain relief in their low back. The physician wanted an x-ray of the lead to check the placement, and the x-ray showed that the lead has moved down one vertebral body. The rep was able to reprogram to achieved the desired stimulation. The patient denies any falls. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977d260 lot# serial# (B)(4) implanted: (B)(6) 2019, product type screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Device serial numbers added.